Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The reported event was confirmed. A visual inspection was conducted, and it was observed the flange is separated from the tube and it was noticed damage on both outer cannula holes and flange. A dimensional test was performed to the outer cannula holes and flange lug pin and all the readings are according to specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, it was noticed that the device was slipping out of the patient after insertion. It was reported that they found that the flange broke away from the tube. The tube was immediately removed and replaced.